Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal position of the valve, as it was reported that the valve was implanted too high. It cannot be determined from the available information whether the valve was placed higher than intended or if it was only determined during intervention that the valve was too high. It cannot be determined if the valve was placed higher than intended as no procedural video images were available to review for analysis. A root cause of the high implant depth could not be determined from the information available. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique as well as other pre-existing patient conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high and showed severe paravalvular leak (pvl). Another valve was implanted valve in valve with no pvl noted. No other adverse patient effects were reported.